Event description:
It was reported that swelling occurred at the implantable pulse generator (ipg) site for an unknown reason. There were no known environmental, external, or patient factors that may have contributed to the issue. As a result, extensions and the implantable pulse generator were explanted, and the explanted components were sent to the hospital pathology department for further analysis. The issue was reported as resolved. Additional information was received from manufacturing representative (rep). Rep reported that the cause of swelling was possible infection. Rep reported that device was not related to infection.

Manufacturer narrative:
Continuation of d10: product ID 3708660 serial# (B)(6) product type extension product ID b35200serial# npi704573h implanted: (B)(6) 2020 explanted: (B)(6) 2024 product type implantable neurostimulator product ID b3400060 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(6), ubd: 08-oct-2024, UDI#: (B)(4); product ID: b3400060, serial/lot #: (B)(6), ubd: 24-apr-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.